Event description:
It was reported the er320 from kit fdc32, lot #k4653n, was used during a laparoscopic cholecystectomy. The clips would not form. A second er320 was pulled and the same thing happened. A third applier was pulled to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Yielded jaws.